Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that a pt had an increase in spasticity. No volume discrepancies had been noted. The pt was having a catheter revision performed today ((B)(6) 2011). On (B)(6) 2011, it was further reported that the pt's pump pocket was opened, and a surgeon had checked for csf and drug flow by aspirating the catheter. The surgeon was not able to aspirate any csf from the catheter after he had disconnected it from the pump. An x-ray was performed, and the catheter was verified as being in the intrathecal space, however the catheter was determined to be occluded/obstructed in some unk way. The entire catheter was replaced. The "old" / spinal portion of the catheter was sutured closed and left in the intrathecal space; and the pump segment was removed completely. The explanted portion of the catheter will not be returned to the MFR for analysis. The pt was noted as "doing great" following the revision procedure. The drug administered via the pump was lioresal (concentration: 2000 mcg/ml; dose: 127 day). Additional info will be provided in a f/u report as it becomes available.